Event description:
On 10/4/2023, it was reported by a facility representative via email that a patient who was part of an investigator-initiated study underwent hardware removal six months after original surgery due to tendons popping over plate prominence.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event, specifically changes on the tissue during the healing process. According to the event description the removal was six months after original surgery. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.